Event description:
It was reported that a vns pt's pulse generator was found to be at unintended settings during the initial interrogation of the device. The pt's programming history was received and a review of the data revealed that an interrupted diagnostics test, which occurred during the pt's previous office visit, had inadvertently disabled the device. The programming history also indicated that a final interrogation of the pt's device was not performed as the last step of the programming session and that the event was not corrected until the pt's next f/u visit. As indicated in product labeling, cyberonics recommends interrogating the pulse generator as the last step of any programming or diagnostic session to verify correct settings for each parameter.

Manufacturer narrative:
Analysis of programming history.